Event description:
It was reported that during a ptca procedure in the left main, a segment of the guide wire was observed to have been left in the coronary after completion of the procedure. Blood flow was not observed to be compromised, and no clinical consequences were reported. No patient injury was reported.